Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower door and drawer failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door was not detected on the bus. A field service engineer replaced the latch and harness, but it was still not detected on the bus. The field service engineer then swapped doors on the printed circuit board. The fse replaced the printed circuit board that was configured. The customer was able to recover successfully and then the customer logged in and inventoried medications on tile doors, and the test was good. The customer also logged in and inventoried medications on the main half height, and the test was good. The system functioned as intended after the field service engineer repaired the device